Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00978. It was reported the patient was experiencing issues with her drg system. Fluoroscopy images taken found the leads migrated. Follow up identified the patient's drg leads at l4 and l5 were replaced. In addition, the physician added another lead at l4. Effective stimulation therapy was reportedly restored postoperatively.